Event description:
Vent failed to deliver required volumes. (B) (4) -rental vendor- notified and vent tested. Unable to duplicate error, memory did not show vent alarm triggered, circuitry was removed from vent, unable to determine if this was cause of issue.